Event description:
It was reported to philips that wired footswitch could not expose intermittently.  The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The procedure was completed by used hand switch. A philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch sometimes did not work. Upon testing, fse found external damaged on the wired footswitch. To resolve the issue, fse replaced wired footswitch, after replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.